Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm - pentapoint¿ technology the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in turkey. The main complaint is about the 4mm bd micro-fine plus pen needles' quality. Patient is telling that 320497 pen needle's length longer than 4mm. Pn looks like 8mm.

Manufacturer narrative:
H6. Investigation summary: three photos of a 32g x 4mm pen needle carton and one photo of a pen needle were returned from lot. No. 2130210, cat. No. 320497. Visual examination of the returned photos was carried out and the patient end of the cannula appears longer. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm - pentapoint¿ technology the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in turkey. The main complaint is about the 4mm bd micro-fine plus pen needles' quality. Patient is telling that 320497 pen needle's length longer than 4mm. Pn looks like 8mm.